Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that five days after the device implant procedure the patient went to the clinic with bruising and swelling at the implant site. No intervention was taken. The following week the patient returned to the clinic to have the implant site reassessed. Again, the site was bruised and tender. Ice and heat were applied to the site and the surgeon would continue to monitor the patient. A few days later the patient returned and a hematoma was observed. Evacuation of the hematoma was performed. No further patient complications have been reported as a result of this event. The patient is enrolled in the sls clinical study.